Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis, tamponade, "cardiac rupture", and pt death occurred. The 90% stenosed lesion being treated was located in the non-calcified, non-tortuous obtuse marginal (om) artery. The pt presented with stable angina pectoris. An ECG detected st segment elevation in v1 to v3 and slightly in v5,v6, I, and a vl. The lesion was predilated with a 2.5x12mm quantum maverick balloon; three inflations were made to 16 atms. The physician deployed a 2.75x28mm taxus express2 drug eluting stent; three inflations were made to 16 atms. The stent was post dilated. Angiography detected no abnormal finding, dissection, perforation or malposition. Medications given: ticlopidine and aspirin. The pt was discharged 4 days later. Thirteen days post the initial procedure, the pt was transported to the hospital with chest pain. The pt was transferred to a bed, but suddenly became unconscious. Angiography detected thrombus in the previously placed taxus stent. An ECG detected st segment elevation. The pt was placed on percutaneous cardiopulmonary support (pcps). Aspiration of thrombus was performed and a guidewire was then advanced. The pt went in to cardiac arrest. Pupil dilatation and loss of light reflex were observed. Pcps flow read 1.6l and then a pacing catheter was advanced, but they were unable to perform pacing,. The physician turned up the rotating speed of pcps, but pcps was unable to provided oxygen-rich blood to the body, unoxygenated blood increased. Blood removal trouble occurred and adequate flow was not obtained. CT detected cardiac tamponade. The physician aspirated a lot of bloody waste fluid. "Cardiac rupture" was observed in om with thoracolaparotomy. Emergency medical treatment was administered, however the pt died. According to the physician, the relationship between the taxus and the incident is unk. The pt was compliant with antiplatelet therapy.